Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the stomach during an esophageal stenosis dilatation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon ruptured at 12mm. Stapler was noted near the dilated part. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: the returned cre wireguided pro gi dilatation balloon was analyzed and a visual examination found that the balloon was torn longitudinally. Microscopic inspection confirmed the balloon had a longitudinal tear. The catheter of the device was carefully inspected and no damages were found. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The balloons longitudinal tear could have been interpreted by the customer as the reported event of balloon burst. This failure is likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any kind of a sharp surface during the procedure could create friction on the balloon, causing a longitudinal tear. Demonstrating excessive force during handling or usage and/or forcing the device against significant resistance could result in device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the stomach during an esophageal stenosis dilatation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon ruptured at 12mm. Stapler was noted near the dilated part. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.